Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which analysis did not confirm the high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. In addition, visual inspection revealed no abnormalities and only induced damage during explant in which cuts in the outer insulation were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis result showed that the allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor anomaly. Moreover, visual inspection only showed explant damage in which cuts in the outer insulation was observed and no other abnormalities noted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.